Event description:
Additional information received reported that the patient ¿felt he had over-reacted and blamed the implant for side effects that were not related to the implant.¿ it was noted that the patient had a sore leg/foot and heart problems before the implant. It was reported that the patient had ¿memory problems¿ and forgot a lot of things and could not remember what was talked about before surgery or the meeting after surgery. It was noted that impedance tests were done and readings were within normal parameters. There were no x-rays and the doctor stated that he did not think the patient¿s illness had anything to do with the device. It was reported that the device was turned back on and the patient stated that it felt fine and was working well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was ¿angry as nobody told him the implant could make him sick.¿ the patient¿s chest hurt and he had been sick since the implant went in. The patient had a transient ischemic attack (tia) and been in the hospital for his heart. The patient turned off the implant and his chest did not hurt anymore, ¿so it must be the implant.¿ the patient¿s toe also had cramps and his doctor changed the program which made his toe better, but then the toe pain came back a ¿couple of days later.¿ the patient¿s daughter stated that he had been sick with heart problems and he thought it was the implant. The patient¿s heart had not been normal and he had been in the hospital ¿really sick.¿ the daughter noted that the patient was forgetful and had some memory loss, but he stated nobody told him of the potential side effects of the implant and that his toe could hurt. The patient had the device turned off at the time of the report but requested a meeting with a manufacturer representative to turn it back on and change the program so there was no sensation in his toe. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 388928, lot# 0207039025, implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
A part of this event was previously reported under regulatory report #3004209178-2016-02597. Any additional follow up information received regarding this event will be captured under this regulatory report number. Other applicable components are: product ID: 388928, lot# 0207039025, implanted: (B)(6) 2013, product type: lead.

Event description:
Additional information received from the patient, via the manufacturer representative reported the device "worked initially, but started playing up" about 12 months after implant. It was stated that "it got worse" until the end of 2015 when the device started "sending pulses to the patient's head." When the device first started "playing up," the patient changed the program. This worked for "a while," but then it was indicated that the device started sending pulses to the patient's ribs and affecting their heart and blood pressure. It then sent pulses to the patient's head, which sent him "mad" and disoriented him. All of the issues settled down when the device was switched off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient and his daughter through a manufacturer representative reported the patient felt that ¿having the device on affected his head and made him made.¿ it was noted however that the device ¿helped with his incontinence.¿ the patient¿s ins was replaced on (B)(6) 2020 because of an impending elective replacement indicator (eri). There were no further complications reported or anticipated.